Event description:
It was reported that the pump battery would not charge despite using a tandem charging cable and different wall outlets and adapters. There was no adverse impact to the customer's blood glucose level. The customer attempted various troubleshooting steps, including trying a different wall adapter and charging cable, but none resolved the issue. Consequently, technical support decided to replace the pump under warranty, and the customer was advised to switch to manual daily injections (mdi) as a backup therapy to ensure insulin delivery was not interrupted. The customer was also guided on putting the pump into storage mode before returning it.